Event description:
It was reported that leak was observed in a clearlink administration set. The leak was from an unknown location on the set, the cap was not closed properly. The reported condition occurred during patient use. There is no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.